Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced "blurry vision" and the "trailing haptic is weak". The iol was exchanged for the same lens model and power approximately 3 months following the initial iol implantation. Additional information has been requested.

Event description:
Additional information was provided indicating that the lens was discovered decentered approximately 7 weeks after the initial implantation. In the surgeon's opinion the product did not cause or contribute to the event. The cause of the event was reported as we reloaded a new lens. The reporter provided a different initial implantation date than what was initially reported.

Manufacturer narrative:
. Evaluation summary: the lens was returned in a specimen cup. Blood and solution is dried on the lens. One haptic has a small torn area in the haptic/optic junction area (still attached). The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the optic damage. Associated products were not provided. It is unknown if the qualified products were used. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).